Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine follow up. The physician observed loss of capture and high pacing threshold measurements. Lead dislodgement was suspected and the lead was explanted and replaced. No additional adverse patient effects were reported outside of the need for the lead revision procedure. The explanted lead was expected to be returned for analysis.